Event description:
Complaint description: a hosp director of materials reported that a physician was unable to crush a pt stone during an endoscopic retrograde pancreatography (e.r.c.p.) Procedure. When the stone and basket of the disposable lithocrush could not be removed from the bile duct, the basket wire was cut and left in the pt. The procedure was discontinued, the pt was stabilized and subsequently transferred to another facility. The director did not know the precise reason why the transfer was necessary.